Manufacturer narrative:
A visual inspection and functional testing analysis was performed on the returned device. Device dislodged or dislocated was confirmed. The reported difficulty to advance could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to advance and subsequent stent dislodgement. The analysis noted the inner member was bunched and guidewire exit notch was torn. This type of damage is consistent with manipulation against resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, heavily tortuous renal artery that is 80% stenosed. Resistance was noted due to the guiding catheter when advancing the 6.0x18mm herculink elite stent. The stent dislodged before reaching the lesion, but was simply withdrawn together with the sheath. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.